Event description:
It was reported, a lead diagnosis revealed high impedances across one lead. As a result, surgical intervention was undertaken on 18dec2024, wherein the lead was explanted and replaced to address the issue. It is undetermined which lead had high impedances.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000035913.

Manufacturer narrative:
The results of the investigation are inconclusive since no products were returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.